Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cap separated from the bd¿ prn adapter before unpacking it. The following information was provided by the initial reporter, translated from (B)(6): "according to the verbatim report of the customer (animal clinic), protective cap separation has been frequently observed before unpacking."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1194667. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications.

Event description:
It was reported that the cap separated from the bd¿ prn adapter before unpackaging it. The following information was provided by the initial reporter, translated from japanese: "according to the verbatim report of the customer (animal clinic), protective cap separation has been frequently observed before unpacking."